Manufacturer narrative:
B7: added medical history. C1: added serial # and UDI #. D4: added serial #, expiration date, UDI #. H4: added device manufacture date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure #1: incisional hernia repair. Implant: ¿gore-tex mesh.¿ implant: gore® dualmesh® plus biomaterial [1dlmcp03/01548816, 25 x 15 cm] . (B)(6) 2003 [assigned]: (B)(6) health care. Implant sticker. Implant record. [Handwritten] abdominal incisional hernia ventral. Dualmesh corduroy antimicrobial. Item #: 1dlmcp03. Lot #: 01548816. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/01548816) was implanted during the procedure. Explant #1, implant #2 procedure: exploratory laparotomy. Extensive adhesiolysis. Reinforcement of anterior abdominal wall with large mesh. Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/01430272], 20 x 30 cm]. (B)(6) 2004: (B)(6) medical center. Implant sticker. ¿dualmesh corduroy antimicrobial.¿ item#: 1dlmcp07. Lot#: 01430272. (B)(6) 2004: (B)(6) medical center. (B)(6) . Consultation. Had a large ventral hernia repair by me five days prior to emergency room. Patient was doing very well, yet started developing some abdominal pain and discomfort. Advised by me to go to emergency room. (B)(6) 2014: (B)(6) . Lab. Collection: swab. Specimen: wound. Results: streptococcus agalactiae. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. G3 / g4: corrected PMA/510(k) number, marked yes for combination product.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant #1, implant #2 procedure: exploratory laparotomy. Extensive adhesiolysis. Reinforcement of anterior abdominal wall with large mesh. Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/01430272], (B)(6) 2004: (B)(6) medical center. Implant sticker. ¿dualmesh corduroy antimicrobial.¿ item#: 1dlmcp07. Lot#: 01430272. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2003, and (B)(6) 2004 whereby multiple gore® dualmesh® biomaterial devices were implanted. The complaint alleges that on (B)(6) 2004 and (B)(6) 2014, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: pain, infected mesh, incision and drainage of seromas, removal of infected mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no¿available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2003: (B)(6) center. (B)(6), md. History and physical. Obese diabetic man who has had multiple abdominal surgeries. Around midnight, had the onset of a mass with hardness in the mid abdomen along his incision. Was known to have small hernia there. Would bulge at times, but it was never trouble. It became entrapped. Was having quite a lot of pain and some nausea but did not vomit. It was hard to reduce and felt hard instead of soft. Eventually, with some gentle pressure, he seemed to reduce it but was still having a lot of pain and came to the emergency department where he was then admitted. History of stroke, leaving him with minimal left hemiparesis. Does not smoke. Colostomy for diverticulitis, had a reversal of the colostomy. Has had an appendectomy, gastrointestinal reflux disease, hypertension. Had edema and recurred diverticulitis in the past. Has had multiple hospitalizations for all of these things. Also had surgery for left lower quadrant abdominal pain where he was found to have adhesions, which resolved after surgery. Current meds: glucotrol, metformin, plavix, lantus, humulin insulin. Weight 325 or so pounds. Exam: abdomen, obese, soft, bowel sounds present. Has a large midline incision, which is healed. There is a small 3 or 4-cm hernia just right of the midline near the umbilicus. There is mild tenderness there. There is no rebound or guarding. Impression: painful abdominal hernia, not entrapped at this time, though it sounds as if it had been recently incarcerated and reduced. Plan: probably be a candidate for repair of hernia during this hospitalization. (B)(6) 2003: (B)(6) center. (B)(6), md. Consultation. Abdominal pain. Underwent exploratory laparotomy with left hemicolectomy and colostomy several years ago for severe diverticulitis. Had exploratory laparotomy with adhesiolysis done by me in (B)(6) 2003. At that time the patient tolerated the procedure well. Had no complications associated with the surgery and did well afterwards. Medical history is fairly complicated. Has severe uncontrolled diabetes and hypertension. On multiple meds. A couple of weeks ago started having his diabetes out of control. Again, had an infect sebaceous cyst or cyst and abscess on his back that was excised, incision and drainage and had been packed. Also has abdominal pain once in awhile and noted something protruding through his abdominal wall, on the right side of the incision once in a while. Yesterday, the patient had a most severe protrusion, two of them through the abdominal wall and with more pain then usual. He pushed the abdominal contents back into the abdomen and the pain did not subside. Pain persisted in the area of the hernia and he went to the hospital for this pain. Exam: abdomen is soft and tender in the superior one third of the wound right to the scar with some hernia appreciated while coughing and standing up. The hernia is still reducible at this time. There is no evidence of inflammation or infection about the hernia. There is no evidence of strangulation or incarceration at this time. Impression: has an incisional hernia versus diastasis. Also has a history of muscle atrophy in the same area as the patient developed the hernia. So it could be diastasis as well. Plan: will do a CT of the abdomen and pelvis. Plan surgery appropriately. Does not need surgery to be done emergently since he is on plavix. Will monitor him closely. (B)(6) 2003: (B)(6) center. (B)(6), md. Radiology-CT abdomen/pelvis. Indication: history of prior abdominal hernia repair. History of right rectus muscle biopsy which was benign. Previous study from (B)(6) 2003 showed atrophy of the right lower right rectus muscle. Impression: thinning of the right rectus muscle inferior abdomen is again noted. Surgical clips are noted in the periumbilical region with a small periumbilical hernia noted. This does not appear to contain bowel loops. There is no evidence of bowel obstruction. There is no evidence of free air or free fluid in the abdomen or pelvis. The findings in the abdomen and pelvis do not show a significant interval change from the study on (B)(6) 2003. Implant procedure #1: incisional hernia repair. Implant: ¿gore-tex mesh.¿ [not provided in records reviewed 25 x 15 cm]. Implant date: (B)(6) 2003 (hospitalization (B)(6) 2003). (B)(6) 2003: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: defacement of the abdominal wall fascia. Incisional hernia. Severe intraabdominal adhesions. Anesthesia: general. Complications: no complications associated with the procedure. Estimated blood loss: minimal blood loss associated with the procedure. The patient tolerated the procedure well and was transferred to the recovery room and then to the floor in stable condition. Indication: this patient is a 40-year-old-male who is familiar to me, since I did his exploratory laparotomy with adhesiolysis about seven months ago. The patient presented this time to the emergency room at the hospital with complaints of abdominal pain and ¿knots of abdominal contents stuck up under his skin.¿ the patient was evaluated in the emergency room and no evidence of incarcerated or strangulated hernia was noted, yet the patient does have an incisional hernia, right superior to his umbilicus. According to the evaluation, the patient did not have any evidence of incarceration or strangulation. The patient was on plavix and aspirin, so he was made to wait before repairing of this hernia. I discussed with the patient the risks of bleeding, infection and perforation of the bowel and recurrence of the hernia. The patient understood it well and signed the informed consent. Procedure: ¿the patient was taken to the operating room on (B)(6) 2003. The patient was in the supine position on the operating table. He was intubated. General anesthesia was administered. Upon adequate achievement of analgesia, his abdomen was prepped and draped in sterile fashion. An incision was made over his previous scar and carried through the scar tissue, down to the hernia, which was identified and carefully dissected from the fascia. The patient¿s fascia on the right side, was virtually completely absent. It was severely defaced from a previous history of atrophy of the right rectus muscle, probably from the previous operations in the abdomen. It was not a surprise to have a completely defaced and virtually nonexistent rectal sheath. The multiple adhesions were taken down, trying to free the posterior aspect of the patient¿s abdominal wall, placing a large mesh to overlay the defect. The abdominal wall from palpated from inside the body and two more hernias were identified. One at the belly button and another superiorly to my incision. The gore-tex mesh was then used to repair this big defect. The hernia defect in itself was about 5 x 5 cm in size, yet there were two more small hernias. With the defacement of the rectus sheath I could not [sic] at least 5 cm overlap from the hernial defect from the peritoneal side, so a 25 x 15 cm mesh was used. It was fixed in place using endoclose needles from the outside and it was fixed with [sic]. All of the mesh would be located under the fascia and in the peritoneal cavity in the same fashion as a laparoscopic hernia repair would have been done, except that this one was done openly and the abdominal contents was protected from the endoclose needle by a malleable retractor. After all the sutures were delivered to the outside, the mesh was straightened and all sutures were tied. The fascia was then closed on top of the mesh, using #0 vicryl suture in figure-of-eight fashion. The skin was then closed with staples. The patient was awakened, extubated and transferred to the recovery room and then to the floor in stable condition.¿ relevant medical information: (B)(6) 2003: (B)(6) center. (B)(6), md. Discharge summary. Principle diagnosis: incisional hernia x 3. Secondary diagnosis: intraabdominal adhesions; diabetes mellitus type 1. Admitted on (B)(6) 2003. Was on plavix so this had to held for several days prior to surgery. Went to the operating room on (B)(6) 2003 and underwent adhesiolysis with incisional hernia repair with vertex mesh. Now two days postop and doing well. Ready for discharge. Postoperatively was treated with antibiotics for two days and also placed on augmentin. (B)(6) 2004: (B)(6) center. (B)(6), md. Consultation. Coming today with complaints of abdominal pain and anterior abdominal wall pain and some ventral hernia. Had a ventral hernia repair about six to seven months ago which was done with a gore-tex dualmesh. Ventral hernia that was repaired is holding quite well yet patient developed a new hernia right to the superior aspect of the mesh and another at the lateral aspect of the mesh on the right. Both areas of herniation are severely tender, especially when the patient tries to get up and the patient wants the hernias to be repaired as well. Exam: the abdomen was soft, tender in the area of the hernias, nondistended, there are normoactive bowel sounds, no signs of peritoneal irritation present. Impression: I explained to the patient that the appropriate choice would be an operation with a bigger mesh placed and I would have to excise the mesh that was placed before or use an overlay mesh on top of that. I would do this openly since the patient had multiple abdominal operations and the last time I was in the patient¿s abdomen he had multiple adhesions even though he shouldn¿t have many adhesions to the gore-tex mesh due to the nonadhesive properties of the intra-abdominal side of the dualmesh, yet still patient may have adhesions and I will do the procedure openly because of that. I explained to the patient the risks of bleeding, infection and injury to the bowel. The patient understands the risks well and will sign the informed consent. Plan: surgery will be scheduled for (B)(6) 2004. (B)(6) 2004: (B)(6) center. (B)(6), md. History and physical. Was treated in 2003 for large abdominal hernia repaired with gore-tex mesh. Was in the office for other concerns recently and noted that he had a small recurrence of the hernia. It was not terribly painful but it was notable in the low central abdomen just above his umbilicus. Current meds: glucotrol xl, metformin, plavix, lantus. Weight approximately 317 pounds. Exam: abdomen is soft. There is a hernia around his incision just by the lower end of the incision near the bellybutton. There is no otherwise any tenderness. Bowel sounds are normoactive. No inguinal hernia was noted. Impression: recurrent abdominal hernia. Multiple medical problems. Plan: abdominal hernia repair. Explant #1, implant #2 procedure: exploratory laparotomy. Extensive adhesiolysis. Reinforcement of anterior abdominal wall with large mesh. Implant: ¿dual gore-tex¿ [not indicated in records reviewed 20 x 30 cm]. Explant #1, implant #2 date: march 17, 2004 (hospitalization [not indicated]) (B)(6) 2004: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: extensive anterior abdominal adhesions. Incisional ventral hernia. Assistant: (B)(6), md. Complications: no complications were associated with the surgery. Estimated blood loss: about 100 cubic centimeters. The patient tolerated the procedure well and was transferred to the recovery room and then to the floor in stable condition. Indications: the patient is a 41-year-old male, well known to me. The patient has had multiple previous abdominal surgeries. The last time he had ventral incisional hernia repair with gore-tex dual mesh in (B)(6) 2003. Patient was doing well but he started up again with the same symptoms of incisional hernia. Once again this time it involved mesh inside of the mesh. Patient¿s anterior abdominal wall is very weak and proven to be very weak. His rectus sheath is almost completely effaced, even the muscle let alone the fascia. I explained to the patient the risks of bleeding, infection and injury to the bowel. I explained to him that I will have to put a very large mesh and the risk of infection of the mesh and seroma formation was explained to the patient. He understood it well and the signed the informed consent. Procedure: ¿the patient was taken to the operating room on (B)(6) 2004 and placed in the supine position on the operating room table. He was intubated and general anesthesia was administered. Upon achievement of adequate analgesia, the patient¿s abdomen was prepped and draped in a sterile surgical fashion. A 20 x 30 cm dual gore-tex re [sic] mesh was used for recreation of patient¿s anterior abdominal wall. First it was placed on top of the anterior abdominal wall and the anterior abdominal wall was marked for the site of the mesh with a marker. Incision was made then in the middle and carried through the subcutaneous tissue through the scar and through the mesh. Patient¿s previous mesh was excised in its entirety. Multiple adhesions were taken down sharply with metzenbaum scissors from the anterior abdominal wall to the bowel and to the omentum. The whole anterior abdominal wall cleaned up with adhesions laterally superiorly and inferiorly so that the large mesh could be placed. Multiple sutures, alternating white and blue 0 vicryl sutures, were placed in the mesh so that they would face outside the mesh. Multiple stab wound incisions were made around the contour of the mesh and anterior abdominal wall about 2 cm from the contour of the mesh, gore-tex needle was used to pass three inverted sutures from the mesh to the outside of the anterior wall. A large malleable retractor was used to protect the bowel from the gore-tex needle until all of the sutures were delivered to the outside of the anterior abdominal wall. They were all tight, making sure the mesh is tightly adherent to the anterior abdominal wall. The area was then copiously irrigated with normal saline with antibiotic. The wound was then closed #1 pds suture to the fascia and scar tissue and stapled to the skin. The wound was then dressed with a band-aid to the stab wound incisions and fluffs and tape to the midline incision. The patient was awakened, extubated and transferred to the recovery room in stable condition. Relevant medical information: (B)(6) 2004: (B)(6) center. (B)(6), md. Pathology. Specimen #: (B)(6). Specimen: ventral hernia mesh. Pathological diagnosis: ventral region, herniorrhaphy: portion of fibrous connective tissue and mesh with inflammatory reaction. Gross description: the specimen received in formalin labeled ¿ventral hernia, mesh¿ and consists of a 5.2 x 3.0 x 0.7 cm tan rubbery portion of mesh that along one surface is yellow-gray and coarsely wrinkled, while the opposing surface is tan-pink to red-brown and diffusely scabrous. The specimen is serially sectioned to reveal yellow-green to pink-white to re-purple laminated cut surfaces. No mass lesions are identified. Representative sections are submitted in one cassette. (B)(6) 2004: (B)(6) center. (B)(6) , md. Operative report. Preoperative diagnosis: seroma, status post ventral hernia repair. Postoperative diagnosis: seroma, status post ventral hernia repair. Operative procedure: needle aspiration of the seroma under ultrasound guidance. Anesthesia: local. Complications: none associated with the procedure. Blood loss: no blood loss associated with the procedure. Disposition: the patient tolerated the procedure well and was admitted to the hospital for further observation. Procedure: ¿the patient is a 41 year-old male that I had seen in the emergency room in consultation from dr. Mahon. The patient had a ventral hernia repair with a large mass done five days ago. The patient was doing fine postoperatively and then started developing some abdominal pressure, abdominal pain and chills. He contacted me by phone at home. I advised him to go to the emergency room, and so the patient went to the emergency room. I saw the patient in the emergency room. Ultrasound at the bedside was performed demonstrating a large fluid filled collection on top of the mesh, between the mesh and the anterior abdominal fascia and also between the mesh and the anterior abdominal wall. A CT scan was performed demonstrating similar findings. Decision was made to do an aspiration of the seroma. The thoracentesis kit was used for the seroma aspiration. I placed the needle under local anesthesia with 1% lidocaine without epinephrine. The catheter was passed over the needle and 200 cm3 of the seroma was aspirated. Seroma fluid was sent for culture. The patient was placed on an IV antibiotic and admitted to the hospital.¿ (B)(6) 2004: (B)(6) center. (B)(6), md. Office notes. Here for follow up. Had a repair of a recurrent incisional hernia using a wide marlex mesh, modified stoppa technique. Also underwent drainage for seroma. Has done reasonably well since the drainage and wound looks fine. There is a small, 1-cm spot which is still open, but not draining. The staples have been taken out. No steri-strips have been applied. Is about 2-1/2 weeks postoperative. Recommendation: told the patient to just wash the open wound with peroxide. It is not infected and it is granulating. The expectation is that this will granulate completely and epithelialize. (B)(6) 2004: (B)(6) center. (B)(6), md. Office notes. Follow up from recent hospitalization. Was hospitalized for large seroma and increasing abdominal pain. Cultures were negative. Doing pretty well. Exam: hernia repair has an area of tenderness to the left of the bottom of the incision, but there is no redness, warmth or anything. I think it is just edge of his mesh started to heal in. Also has a little serous drainage from the mid portion and a tiny bit of serous drainage from the upper portion of it and none of it looks infected. Impression: hernia repair, doing well. (B)(6) 2004: (B)(6) center. (B)(6), md. Office notes. Follow-up visit after abdominal wall reconstruction with a gore-tex dualmesh. Doing quite well. Complaining of some pain when he bends over or moves right at the end of the inferior portion of the mesh. I explained to the patient that it is probably pulling on a stitch. When most of his abdominal contents are pulling on the mesh, the most inferior stitches may be pulling on the fascia and causing that pain. I explained the stitches are dissolvable and the pain most likely will go away with time. No fever, no chills. Tolerating regular diet and is having regular normal regular bowel movements. Plan: does not need to see me again. Needs to see me on a as needed basis. If pain does not improve with time, then he will need to see me and a further plan will develop. (B)(6) 2012: (B)(6), np. Office notes. Presents for follow up on chronic health conditions. Reports continues to have a lot of fluctuation in blood sugars. Denies abdominal pain, no black or bloody stools. Weight 320 lb. Abdomen active bowel sounds x 4 quadrants, abdomen soft, non-tender, without organomegaly, exam limited by habitus. Plan: type 2 diabetes mellitus: a1c was 12.4. Has a long documented history of non-compliance. (B)(6) 2014: (B)(6) . Radiology-CT chest/thorax. Indication: pulmonary nodules. Findings: there are postoperative changes of umbilical hernia repair. Diastasis recti with a partially visualized fluid collection with possible soft tissue density measuring approximately 11.8 x 6.8 cm, infectious process other etiologies cannot be excluded. Impression: 1) there are resolution of pleural effusions and probably most of the previously seen pulmonary nodules. The right middle lobe subpleural 6 mm nodules persists. Followup as per fleischner society recommendations. 2) left renal hypodensity likely represents cyst although evaluation is limited due to noncontrast study. 3) anterior upper abdomen/infraumbilical large fluid collection/infectious process, incompletely evaluated on this exam. Ultrasound is suggested for further evaluation. (B)(6) 2014: (B)(6) , np. Office notes. Presents for follow up on chronic health conditions and review recent CT results. Taking insulin twice daily misses doses. Has chronic constipation, no black or blood stools. Does have mid-abdominal pain. Has a long surgical scar that will swell at times and become tender. Has not noticed any additional swelling or pain recently. Exam: abdomen normal active bowel sounds x 4 quadrants, has large vertical scar center of abdomen, no edema erythema noted, has firmness surrounding scar and extending out into abdomen just above umbilicus. Impression: type 2 diabetes mellitus: has a long documented history of non-compliance. (B)(6) 2014: (B)(6) . Radiology-us abdomen complete. Indication: follow up anterior abdomen infraumbilical large fluid collection. Findings: there is a large 12.5 cm long complex cystic area in the midabdominal with some blood flow in it, could represent complex cyst, infectious process/abscess, hematoma although other etiologies cannot be completely excluded. Impression: see above discussion. Complex cystic area in the mid abdomen anteriorly as described above.